Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. Insulin pump received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads, and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's esc button was sometimes unresponsive when she attempted to clear the sensor alerts. She was unable to check her blood glucose level. The customer received a low alert and her blood glucose level was 52 mg/dl. She had some orange juice to treat her low blood glucose level. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.